Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [ catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" 1149: "l", 2199: "nl". The device was not returned.

Event description:
It was reported that a pinhole was found on the inflation funnel after the catheter was inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a pinhole was found on the inflation funnel after the catheter was inserted into the patient.